Event description:
Pt had a reduction and fixation procedure on four vertebral body fractures (t7,t12,l1, and l4). At the time of surgery, the procedures were considered unremarkable. No cement leakage was noted. A follow-up MRI revealed extravasation of bone cement in the canal at the t7 level. A decompression was done and the cement removed; however the pt remained paralyzed and without sensation below the level of the umbilicus.